Event description:
It was reported that the device touch screen was not working and the device needed firmware update. Add'l info was requested and on (B)(4) 2015, the following was received from the customer. During an education training session given by the neuroscience clinical nurse specialist on (B)(6) 2015, the device showed a "sensor board failure" message to the display.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.